Event description:
The customer reported the system intermittently will not produce x-rays. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found the hard drive was full. The ge representative removed 70% of the stored data and reloaded application data. The system operates as intended.